Manufacturer narrative:
The cage is not available for evaluation and review of the device history record cannot be performed as the lot code is unknown. Although the cause of device breakage cannot be positively determined, the damage is likely due to the application of atypical force upon the cage during impaction. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that in preparation for insertion of an intervertebral body device, the surgeon trialed with a 9mm leopard cage trial. After inserting the 8mm leopard cage, the implant broke during impaction. The broken cage fragments were removed from the patient but the major portion of the cage was left in place. The difficulty resulted in a twenty minute delay to surgery. As a compromised leopard cage remains in the patient, this medwatch report is being submitted to document the event.